Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley. The long bipolar forceps instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. There were no signs of thermal damage. The components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the long bipolar forceps instrument had a broken cable and black cable exposed. The procedure was completed with no reported injury.